Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and after the device being idle for several days, the equipment returned to normal after the hospital staff restarted. It was confirmed that no fault was found. The reported phenomenon was not duplicated despite device checking. The device was confirmed to be operating per specifications and no failure was identified. Functional testing for the device was performed and it resulted in non-anomaly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that during use, the ventilator alarm indicated low minute ventilation volume, and the tidal volume did not go up. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).